Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn: (B)(4)) in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, while cleaning the autopulse platform sn: (B)(4), the display got damaged and couldn't view the clinical data. No patient involvement.

Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform sn (B)(4). Upon visual inspection, observed a bent battery lock on the autopulse platform. The platform passed the functional testing and no problem was found during the archive data review. Replaced lcd screen to remedy the problem. Historical complaints were reviewed for information related to the reported complaint and there was one complaint reported for the autopulse platform with sn (B)(4). Ccr 22970 reported on 05/11/2018 and it had a defective load cells.